Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us while in standby, screen went blank and the unit alarmed. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: vyaire medical representative went on-site for device investigation. Vyaire medical determined root cause as due to epc - black screen during use. Most likely the epc black screen during use caused by die crack due to mechanical stress caused by particles in the conductive paste. Initiated main board replacement according to instructions, upgraded software to latest version 6.19, performed test base unit and passed all test. The unit worked according to factory specs.